Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the low voltage lead exhibited unspecified oversensing on the episodes recorded. No changes or interventions were reported; the lead will continue to be monitored. The patient was in stable condition.